Event description:
Wave form change noted with blood in the tubing. No alarm. Iabp continued to operate but was not functioning correctly. Patient experienced chest pain. Iabp pulled and patient taken to cath lab. Iab reinserted.manufacturer response for intra-aortic balloon, linear intra-aortic balloon (per site reporter).======================none as of yet.